Event description:
An artelon implant was removed for pain approximately 1 1/2 yrs post-op. Cultures showed no infections. The implant was well adhered.

Manufacturer narrative:
Lot # not available. Product not received. Investigation based on feedback from distributor.